Manufacturer narrative:
(B)(4). Batch # n4ma97. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a colon surgery anastomosis, the device doesn¿t work knowing that the disposable is new and sterile. It was reported the device was received in good visual condition. On activation of the clamp, there was no stapling or cutting. Another device was used to complete the procedure.